Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Immediate customer solution: the customer received a loaner device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: jet tube connector side has foreign materials; universal cord has a scratch; universal cord has a dent; connecting tube has a scratch; bending tube is deformed; light guide lens has corrosion; objective lens has a scratch; distal cover has a burn; air/water tube has foreign objects; jet tube has foreign objects; due to discoloration of lens guide lens, illumination is uneven; due to adhesive peeling on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; plug unit has a scratch; suction cylinder has no color; grip has a scratch; scope cover has a crack; air/water cylinder has foreign objects; and switch1 has a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera iii gastrointestinal videoscope, had abnormalities (discoloration, material wear, contamination) on the light guide lenses and possibly also on the objective lens. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.